Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. Visual evaluation of the returned product identified damage to the sterile packaging (pouch). Sterility has been compromised. Additionally, black staining was found inside the sterile packaging which is visually consistent with the appearance of staining from the porous coating. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
(B)(4). The reported product has been returned for analysis. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the sterile packaging seal was damaged, and the stem seemed to have mold on it. No additional information available for the reported event.